Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to respond appropriately. The keypad cover was opened and there was no evidence of contamination found under any of the key contacts. The original complaint of keypad button response issue was unable to be duplicated during investigation. There was no defect found to the keypad buttons. Unrelated to the original complaint, the pump¿s cover was removed and further moisture and corrosion was found to the printed circuit board and to the motor flex/connector. The returned battery cap was undamaged and able to fit. There was evidence of moisture and corrosion observed on the display screen inside the pump. The leak test failed due to a battery compartment leak.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, and down arrow buttons were under responsive and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.